Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a procedure, the lens was found to be deformed while still in the delivery system, and it did not come into contact with the patient's eye. Additional information revealed that the leading haptic was turned the opposite way, while the trailing haptic was straight. The team was concerned about inserting it into the eye, so they opened a new one. There was no use error and the procedure was completed with the backup lens. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: july 28, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod fully advanced with viscoelastic residue observed throughout the cartridge. The cartridge tip and cartridge were damaged. Stress marks were observed on the cartridge tip but were in specification for a used device. The lens module, device assembly, plunger rod, and plunger rod advancement were inspected revealing no issues. The lens was received coated in viscoelastic residue. The lens was cleaned and inspected revealing a haptic was chipped and scratched. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.